Event description:
A voluntary medwatch report was received stating that an inferior vena cava filter placed in this pt on (B)(6) 2007. On (B)(6) 2007, the pt was taken to surgery for an inferior vena caval bleed with erosion of the vena cava filter through the wall of the vena cava. Additional info has been requested but has not been received.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt. Please note that this medwatch report represents voluntary medwatch report (B)(4) which has been attached to this file. Additional info from the user facility report: (B)(6). (B)(6) 2007. Cordis trapease. Ivc filter. (B)(4). (B)(6).